Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton displayed no video. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the no video failure was confirmed. The fault was determined to be baton failure. No repair was available. The baton has already been replaced and the returned baton was scrapped. Service complete.